Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and was alarming. The blood glucose at the time of the incident was 337 mg/dl. The customer stated that the screen was blank and had a dark part at the lower left side corner. Troubleshooting was not able to resolve the issue. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to a cracked lcd glass. The pump was received with a missing segment due to a cracked lcd glass. No blank display was noted. The pump was received with a cracked and bleeding lcd glass, cracked battery tube threads and a cracked reservoir tube lip.